Event description:
I am receiving radiation at (B)(6) (room 3). The machine stopped working as I was on it. This required a reboot which never corrected the issue. We then had to move to a new room where I had to receive another cbct (cone beam computed tomography) (additional radiation exposure) to complete the treatment. Since then, the machine has failed 3 times while I've been in the waiting area.